Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, a catastrophic failure of the left tplo had occurred. A bilateral cranial cruciate rupture was reported. The patient was initially presented on (B)(6) 2023 for bilateral hindlimb lameness with pain isolated to the stifles. There was complete cranial drawer and tibial thrust present on both the right and left stifle. The patient was diagnosed with bilateral complete cranial cruciate ligament tears. The surgeon discussed unilateral and bilateral single session tplo's with the owner and they elected to go home to consider their options. Surgery was performed on (B)(6) 2023 involving a bilateral single session tplo utilizing synthes 3.5 regular tplo plates and screws in which all the proximal screws were locking, and the middle distal screw was locking. In surgery, there was no overt excessive softness of the bone. All screws were thoroughly tightened. Approximately 4 hours after surgery, when the surgeon checked on the patient, there was drainage coming from the left tplo site. There is also excessive bruising. Upon palpation, the tplo site did feel abnormal. However, because no trauma in recovery was reported, the surgeon did not anticipate failure was a possibility and did not perform additional radiographs aside from the original postop one. The drainage was mild. The owner was informed of this and stated that this would likely resolve within the next couple of days. The patient was discharged on (B)(6) 2023, and a revision procedure was performed on (B)(6) 2023. The revision procedure was completed successfully. This report is for an unk - screw: locking: trauma. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photos. The photo investigation revealed that the unk - screws: locking not appear to have any defect or malfunction that could have contributed to the reported issue, there is not enough evidence in the photo to confirm the allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed for unk - screws: locking. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.